Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23217. It was reported that the patient presented in-clinic with a complaint of diaphragmatic stimulation. A chest x-ray revealed both the right atrial and right ventricular leads were coiled up in the pocket and significantly dislodged from the original location. The physician believed this to be a result of twiddler's syndrome. The patient was scheduled for revision, and the leads were explanted and replaced. No complications occurred as a result of the procedure.